Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) had an internal communication alarm on screen that did not stop until the batteries were removed. There was no patient involvement and no harm. A getinge field service engineer (fse) evaluated the unit and reproduced the issue, the unit alarmed constantly and ignored the power button, requiring battery removal. A brief burning smell was noted, but inspection showed no pcb hotspots. Logs revealed fault code 139 occurred nine times. The power management pcb was replaced per the manual. The unit passed all functional and safety tests to manufacturer specifications.